Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold, high impedance out of range and high sensing due to dislodgement. This rv lead was explanted, and no new lead was implanted. The lead will not be returned. No additional adverse patient effects were reported.